Manufacturer narrative:
Update to h2; fdc code added at investigation completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that an intervention procedure was carried out on an unknown date for a type iii endoleak. Onyx was used to fill the endoleak via direct puncture into the aneurysm sac outside of the stent graft. It was reported that a small amount of onyx migrated out of a hole or defect in the stent graft to the lumen of the aorta and migrated to the popliteal artery. The physician was able to remove all of the migrated onyx in the popliteal artery with suction during the procedure and the onyx sealed the hole in the stent graft. The endoleak was reported to have resolved. It was reported that the leakage of the onyx was seen occurring into the ipsilateral limb of the stent graft and as there was no overlap of graft components on the side of the observed leakage it was concluded that a hole in the graft material allowed this to happen. The physician also reviewed the initial angiograms and noted that the type iii leak was present at the time of the index procedure. It was reported that it was mistakenly thought to have been a type IV endoleak at the time. As per the physician, the cause of the event cannot be determined no additional clinical sequelae were reported and the patient is fine.